Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow-up information was received via medical records on (B)(6) 2009. On (B)(6) 2009, the patient experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unknown. Follow-up information was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the patient complained of numbness and tingling in both hands and feet for four weeks after slipping and falling at work. The patient had a history of carpal tunnel in the right hand and right foot surgery. Assessment included possible myelopathy. On (B)(6) 2008, it was reported the patient had electromyography (emg) and nerve conduction studies (ncs) due to cervical myelopathy with possible radiculopathy. The emg exam confirmed the diagnosis of cervical radiculopathy. A magnetic resonance imaging (MRI) showed a significant area of stenosis at the cervical spine in the c5 to c6 level. The patient was referred to an orthopedic surgeon for a second opinion. On (B)(6) 2009, the patient complained of bilateral hand numbness to forearm and also in the lower extremities. On (B)(6) 2009, electromyography (emg) and nerve conduction studies (ncs) revealed evidence of peripheral neuropathy of the right upper and lower extremities. On (B)(6) 2009, the patient had a neurology evaluation. Neurological exam was consistent with a peripheral neuropathy. The physician felt the cause of the patient's symptoms could be zinc toxicity. Follow-up information was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the patient had anterior cervical fusion, c5 to 6, anterior cervical diskectomy c5 to c6, anterior cervical plating c5 to 6, and anterior cervical interbody spacer c5 to 6. On (B)(6) 2009, the patient reported symptoms of tingling, pain, and weakness that had been present for a two year duration (since approximately 2007) and located predominantly in his distal upper and lower extremities. Onset of symptoms was gradual, in the context of neck pain after a fall. Impression included myeloneuropathy. His symptoms have continued to progress despite removal of the probable source of excess zinc, his denture cream. On (B)(6) 2010, it was reported that the patient had "high" copper levels that were probably related to the use of poligrip. The patient did not use poligrip in over three months (since approximately (B)(6) 2009). The patient was treated with copper intravenously for five days and stated the numbness and tingling sensation of the hands had improved some, but had remained stable in general. On (B)(6) 2010, the patient's copper level was 84 (normal 70 to 140 ug/dl) and zinc level was 158 (normal 60 to 120 ug/dl). On (B)(6) 2010, emg and ncs findings showed evidence of peripheral neuropathy of bilateral upper and lower extremities; a combination of demyelinating and axonal type, which was affecting predominantly the lower extremities. The patient was instructed to stay away from zinc and use only "zinc-free" toothpaste.